Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed a visual inspection on the advia centaur xp instrument and noted that smoke emitted inside the uninterruptible power supply (ups). The cse replaced the ups, and the instrument was operational post service. The system is performing according to specifications. No further evaluation of the device was required.

Event description:
The customer reported that their advia centaur xp instrument shutoff abruptly. The customer unplugged and then plugged the power cable and turned the instrument back on. The instrument shutoff, and the customer noted an electrical burning smell. The customer did not observe smoke or flames. There are no known reports of adverse health consequences due to the burning odor emitting from the instrument.